Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that 38 cm of the catheter was placed internally in the patient. Recently, extravasation were seen at the insertion site. Retracted 2 cm of the indwelled part out and found the catheter ruptured at the 36.5 cm scale.

Event description:
It was reported that 38 cm of the catheter was placed internally in the patient. Recently, extravasation was seen at the insertion site. Retracted 2 cm of the indwelled part out and found the catheter ruptured at the 36.5 cm scale.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample and one photo of a 4 fr groshong catheter were provided for evaluation. The video sample showed the catheter within patient use. A section of the catheter is shown external and a bead of fluid appears to be forming near the insertion site. The event description indicates the catheter was retracted 2 cm in order to identify the leak location. The photo shows the catheter outside of patient use. The catheter appears to have been cut near the leak location. The characteristics of the split could not be clearly inspected from the video and image provided. Based on the description of the reported event and video sample provided, possible contributing factors include sharp instrument damage and material fatigue caused by repeated kinking of the catheter. Since the leak was observed in the video provided, the complaint is confirmed but the exact contributing factor remains unknown.